Event description:
During a thoracotomy, the surgeon was using the echelon flex 60 stapler: first fire no problem with the staples, second fire stapler sounded sluggish, on third fire the surgeon said there was no staple line leaving an open area on the lung...tissue released from the stapler and stapler closed. When the scrub tech squeezed the handle of the stapler to try to open it, he indicated that it sounded like the blade was coming back then and it opened.purchasing department will be sending this to the manufacturer.